Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the patient¿s diaphragm reflex was weak after the ablation of the right inferior pulmonary vein (ripv). Double-stop was conducted. It was further reported that the patient experienced phrenic nerve palsy (pnp). It was noted that the patient did not recover from the pnp prior to the completion of the procedure. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed at least 16 injections were performed with the catheter without any issue on the date of the event. Phrenic nerve injury was encountered during the procedure. No product malfunction reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.